Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited white foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported event was confirmed. Based on the results of the investigation and the information provided, the foreign material could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Therefore, the root cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.